Manufacturer narrative:
The reported events of lead dislodgement, cardiac perforation, break, high impedance, failure to capture, and sensing problem were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit, during which a dislodged right ventricular (rv) lead was identified. This resulted in a high pacing impedance, failure to capture, and poor sensing. During the explant procedure, the rv lead was found to be damaged and had perforated the myocardial tissue, causing the patient to experience pain. The rv lead was successfully explanted and replaced, and the patient remained stable.